Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2015 with the following findings: a review of the pump black box data showed a cs128-fb80 alarm. Multiple cs128 alarms were observed in the black box due to low voltage in the replacement battery. No evidence of short battery life was observed. A visual inspection of the pump revealed that the battery compartment was cracked; there was moisture corrosion visible in the battery canister, on the battery cap and on the display screen inside the pump. During testing, a leak test showed a battery compartment leak. The pump was powered on with the returned battery cap and the pump emitted a cs128-fb80 alarm upon the first rewind attempt. Further testing was not able to be completed due to the recurring cs 128 alarm. The pump case was removed and moisture was found to inside the pump on the cgm module and to the components of the power circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.